Event description:
The pump was removed prophylactically to avoid in-vivo battery depletion. The pump was returned for disposal only. The pump was used to deliver morphine sulfate (50 mg/ml at 17 mg/day). The pump underwent routine analysis.

Manufacturer narrative:
(B)(4) - final device analysis of the pump revealed no significant anomalies; the catheter access port was partially occluded with dried drug. Final device analysis of the catheter revealed a hole in the catheter caused by the pump connector pin.